Event description:
During initial implant procedure, it was noted the right ventricular (rv) lead was kinked and unable to be placed. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of problem with the curvature of the lead was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray of the lead found no anomalies.